Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, based on the unit logfile alarm 389 occurred 10 times on (B)(6) 2021 and the unit screenshots shows that the o2 gas path test the flow o2 was 68.49l/min even when o2 safety valve was off. Vyaire medical determined root cause as due to leaking o2 safety valve, 69.5 lpm @6.18 bar. Vyaire representative informed customer that o2 safety valve is leaky and needs to be replaced.

Event description:
The customer reported to vyaire medical that the bellavista 1000 alarmed technical failure 389 - no o2 dosing possible. Furthermore, there was no patient involvement associated with the event.